Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was underdosing, flow rate accuracy exceeded +6%. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg.: unknown. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was underdosing, flow rate accuracy exceeded +6%¿ was confirmed through the operation test. The results of the accuracy test confirmed that the injection accuracy of the pump body and measuring cylinder was within the standard range. The primary cause of the reported issue was unable to be determined during repair activities. Repair activities include adjustment of the occlusion detection sensor and wiping clean. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.